Event description:
It was reported that during balloon-assisted coil embolization of aneurysm at the posterior cerebral artery (pca), after placing the first coil, the subject balloon was attempted to be deflated twice but according to angiography, the left pca was not visualized. The subject device was removed and the procedure completed without any adjunctive technique. There was no impact to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned with the rhv attached and the guide wire within the balloon catheter. Visual examination of the returned device revealed that the guide wire was extended 2cm from the distal end and blood was noted within the balloon. During functional testing the guide wire was unable to be removed from the balloon catheter. An attempt was made to flush/ inflate the device, however it was unsuccessful. The balloon catheter was jammed and the balloon catheter shaft blocked/occluded by dried blood. Information available indicated that continuous flush was not maintained. The dfu for this product states: 'establish and maintain continuous flush with appropriate flush solution through the guide catheter per standard practice', 'using the 3 cc syringe, flush the system verifying saline-contrast mixture exits the rhv. Carefully tighten rhv and continue flushing to ensure saline-contrast mixture exits the distal tip to fully purge the system of air.' Based on the information available and analysis of the device, it is likely that insufficient flush contributed to the reported and analyzed issue.

Event description:
It was reported that during balloon-assisted coil embolization of aneurysm at the posterior cerebral artery (pca), after placing the first coil, the subject balloon was attempted to be deflated twice but according to angiography, the left pca was not visualized. The subject device was removed and the procedure completed without any adjunctive technique. There was no impact to the patient.